Manufacturer narrative:
Zimmer biomet complaint number (B)(4). No device catalog or lot number was provided so a device history record review and a complaint history review could not be performed. Since the device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which identifies the product or indicates that the device may have caused or contributed to the event, an additional report will be submitted. H3 other text : device discarded.

Event description:
The sales rep reported that the screw fractured two (2) weeks ago. The doctor was able to remove the screw successfully and the implant is still in place.